Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2009. According to the complainant, the patient experienced pain, and has undergone or will undergo corrective surgeries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.